Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation in used condition. The screen was scratched. A review of the event history log evidenced the following: "0942> error 1720 (B)(6) 2019 7:57:00 am." The device was powered up, and alarmed ec 1720, which is an issue with the back-up capacitor. The back-up capacitor was replaced as a result. The problem source of the reported product problem was unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause was not established.

Event description:
Information was received that a smiths medical cadd legacy has lec 1720 while testing.